Manufacturer narrative:
Unit received not stuck in the manufacturing mode. Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label fading, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 101 mg/dl at the time of the incident. Customer states the clear plastic ring is loose and the pump is cracked at the top of the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.